Event description:
It was reported that the surgeon from holy family was the implant surgeon. Pt revised due to groin pain which developed after a car accident. It was reported that the head and liner appeared to be in prestine condition and doctor had a difficult time removing the cup as well. Doctor revised with a 56mm cup. The original implant was a 62 cup and doctor said that it was too big and sat proud.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional info pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.